Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) batteries not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(email), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. There was no power in batteries. Traced to a pendant trump was plugged into with no ac. Charging current ok and batteries now fully charged when plugged into with no ac. The batteries are sticking a bit when springing out. Cleaned up housing and tried to adjust springs. Working ok for now, but will order up replacement springs and fit during next service.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Upon further review, it was determined there was no fault on the pump, it was plugged into a faulty power source at the hospital, there was no malfunction of the device (cardiosave) and therefore the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.